Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Pump received with cracked case battery tube noted.

Event description:
Customer reported via phone call that the insulin pump had a cosmetic damage. Customer¿s blood glucose value was unknown. Customer was advised to discontinue the use of the insulin pump. Customer stated that the reservoir does not show signs of damage. The insulin pump will return for the analysis.